Event description:
It was reported by svc report that the power cord was missing the ground prong and the battery back up for the nurse call had a missing connector and battery. No pt involvement or adverse consequences are reported.